Event description:
Information was received from a consumer regarding a patient who was previously receiving dilaudid and bupivacaine of unknown concentration and unknown dose rate via an implantable pump for malignant pain. The patient was allergic to morphine and fentanyl. The patient was noted as having preexisting autoimmune disorders. The patient had always had pain at the pump implant site since the pump was implanted. The pump was noted as having been implanted twice. When the patient changed doctors in 2013 it alleviated most of her pain. Refer to MFR report #3004209178-2012-02664, 3004209178-2012-02664, and 3004209178-2013-16329 regarding prior events. The patient was having pain in her neck and they were discussing neurosurgery. The patient still has pain and has to take oral pain medication. It was further indicated that the patient had her pump refilled on (B)(6) 2016 and it was noted that the physician uses a fluoroscope. It was mentioned that the patient had lost weight. Regarding the refill performed yesterday ((B)(6) 2016), the patient felt like the physician nicked the port of the pump. The patient had burning pain near the pump. The pain was intermittent. The reporter was considering if ice could be placed on the location of the pump. The reporter (consumer) was questioning what drugs were approved for the pump. It was noted that demerol worked for the patient when she had pancreatitis in the past. The pump was currently administering dilaudid of unknown concentration at a dose rate of 10.65 mg/day and bupivacaine of unknown concentration at an unknown dose rate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.